Manufacturer narrative:
Analysis of the stimlock showed no anomaly. The support clip was functionally ok. The clip was snapped into a known good base and the cam properly closed into lock position. A cap was snapped into the base completing the assembly. (B)(4).

Event description:
It was further clarified that the patient had 2 procedures and this was the first of the procedures. The physician noticed that the lead had slid/moved. The physician had to put the stylet back on, re-measure, replace and secure. The ¿pacman¿ was used with a demo trial lead and it stayed in place initially, but when the lead was pulled slightly, it moved. A new ¿pacman¿ was used and it stayed secure. A post operative MRI showed proper placement and the patient was fine with no issues. There were no complications despite the risk of reinserting the lead, per the physician.

Event description:
It was reported that the ¿pacman¿ window would not ¿click¿ into the base and did not lock on the lead. There was no reported patient injury. The patient reportedly recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.